Manufacturer narrative:
(B)(4). Improper disconnection during therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain one of four in peritoneal dialysis. The patient was connected at the time of the alarm. During troubleshooting, it was discovered the patient disconnected without proper procedures and then reconnected. The technical service representative (tsr) advised the patient to end therapy and start over with new supplies. The tsr reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.